Event description:
It was reported that during testing conducted at the manufacturer facility, a piece of broken bur was found inside the attachment. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, a piece of broken bur was found inside the attachment. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.